Event description:
Baxter affiliate reported, a hc automated pd set w/cassette had leakage during priming. There was no patient injury or medical intervention associated with this incident according to baxter affiliate.

Manufacturer narrative:
Should additional information become available, a follow-up medwatch will be submitted.